Event description:
Indication: common variable, immunodeficiency, unspecified. Pt reported pump (serial number and expiration date not provided) issue. Nature of issue not provided. Unknown if pt missed dose, if any adverse event(s) resulted due product issue or if product available for return. Unknown if md aware. No further info. Reported to (B)(6) by pt/caregiver.